Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was below 40 mg/dl. Customer's other blood glucose level was 200 mg/dl, 300 mg/dl, 275 mg/dl. Customer treated with bolus for high blood glucose and low with orange juice. Customer declined troubleshooting for high and low blood glucose level. The product will not be returned for analysis.